Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer troubleshot this reported fault. The resolution is unknown. The biomedical engineer troubleshot this reported fault. The resolution is unknown.

Event description:
The hospital reported the unit was having difficulty changing modes of mechanical ventilation. There was no report of patient involvement.